Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of patient said smell like burning wire, but no fire and he cannot sleep because there is the water coming out in his tube is really hot. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed top of device had dust-like contamination on it. Most of the air inlet holes on the outside of the center enclosure were clogged with an unknown substance iso (international organization for standardization) port had dust-like contamination and tiny hairs/fibers in it. Heater plate had slight dust-like contamination on it. Inlet/outlet seal had white dust-like contamination on it. Air inlet filter area at the hole of the top enclosure (vertical part) had an unknown contamination around it. Water tank had some potential mineral deposits in it. Water tank had tiny hairline stress cracks on the outside bottom near the edges of the heater pan. Also, there was a hairline crack near the iso tube entrance. Pil filled water tank and let sit for 1 hour, no leaks were observed. Pca (printer circuit assembly) had black burn marks and burnt traces near c51, c70, c71 and c69 (near the phase c motor circuit) with potential mineral deposits, indicating potential water ingress. Pca (printer circuit assembly) had black burn marks and burnt traces near fb3 area, and q1 (mosfet (metal oxide semiconductor field effect transistor) ) part of the heater plate circuitry, was blown. Potential mineral deposits were in this area of the pca and near c158, indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found seven error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.